Event description:
It was reported to an aci sales professional that a (B) (6) male patient underwent an intervention on an unknown date. It was reported that the physician had difficulty gaining access. The patient was given angiomax peri-procedure. Following the intervention, the physician trained to the mynx, chose the device for arterial closure. Sometime post procedure, the patient developed a pseudoaneurysm (psa) of unknown size which required surgical intervention. On 02/18/10, aci received additional information from the sales representative that he was not present during the case but was told the patient tolerated the surgical repair well and was discharged the next day without further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on information received and investigation performed, the root cause of the reported pseudoaneurysm could not be determined. Pseudoaneurysms are listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.